Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The event history log review was completed and revealed a single occurrence of "improper shutdown!" And three occurrences of "battery alert! Error 1" and "battery alert! Error 3" on the event occurrence date. The reported issue could not be reproduced during the device evaluation when the device was connected to a known good battery module and a known good power cord. The device was also able to charge a known good battery module using a known good power cord. The device was received without a power cord or battery module. No cause was identified for the reported symptom of the device powering off without user input or alarm or the "improper shutdown!" And "battery alert!" Events found in the event history log. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input or an alarm during therapy (medication, dose, programmed amount and delivery rate unknown) in the out patient intravenous therapy department. The user inspected the pump and observed a check battery statement. There was no patient injury or medical intervention associated with this event. No additional information is available.